Manufacturer narrative:
All operating currents are within specification. There was no unexpected low battery off any power alarms noted. The pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with pens. The customer states there were air bubbles in tubing. The customer was assisted in clearing the bubbles. The customer states having had to use several batteries to turn pump on. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.